Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 237 mg/dl. Customer stated she may have pressed the insulin pump against her dryer, possibly holding down a button. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response and alarmed for a button error due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a broken belt clip slot, and minor scratches on the display window.